Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the atrial pin was broken. It was also noted that the hanger and cover at backside of device were missing and the bail and bail cover attachments were missing. The incoming test failed at automated test systems: a and b heat wire connectors a+ and a-. Retesting failed also. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial pin on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.